Event description:
9/16/93: the pt had cysto and retrograde pyelogram. An 8.5 french 24 cm double j stent was inserted. The physician stopped pushing the stent when it still had 2 cm sticking out of the ureteral orifice. As the stent coiled in the kidney it seemed to pull the stent in to the intra-mural ureter such that it migrated up the ureter and could not be seen with the cystoscope. This is the first time the physician had a stent to migrate up the ureter. The physician was unable to retrieve the stent with the basket or grasping forceps. It was felt the stent would migrate down into the bladder. The pt was admitted overnight for pain management. After arriving home she had recurrent flank pain and returned for admission. The pt was treated for right hydroureternephrosis with extravasation of irine and probable irrigation fluid from the time of ureteroscopy into the retroperitoneal space with associated fever. Pt doing well, no further problems noted.